Manufacturer narrative:
(B)(4) initial report. Additional information including the explanted devices, device details, post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Cormet revision after approximately 7 years and 1 month. It was reported that the revision was required due to loosening and elevated cobalt and chromium ion levels.

Manufacturer narrative:
Per -997 final report. In order to conduct a thorough investigation of the event, device details, patient age, activity level, patient medical history, operative notes and available x-rays and device return were requested. However, no further information was provided. As the device details were not provided, the manufacturing records were not retrieved. Without more information, no further investigation could be performed. Based on this, corin now considers this case closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 7 years and 1 month. It was reported that the revision was required due to loosening and elevated cobalt and chromium ion levels.